Manufacturer narrative:
H3, h6: it was reported that the plastic of a polarstem modular head for 21000662 has a chip in it. As this was noticed upon field inspection, there was not patient involvement. The device was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. Review of past corrective actions was performed. No further escalation is required. The performed complaint history review for the complaint device revealed 1 complaint with a similar failure mode for the same batch, but the root cause could not be established. A review of the risk management documentation verifies the failure mode and severity of the reported issue. Based on the information provided to the complaint, it is not possible to confirm the reported failure mode. A relationship between the reported event and the device cannot be confirmed and the root cause of the reported issue remains undetermined. There is no indication that the reported device failed to meet manufacturing specifications upon release for distribution. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for corrective action because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Event description:
It was reported that the plastic of a polarstem modular head for 21000662 has a chip in it. As this was noticed upon field inspection, there was not patient involvement.

Manufacturer narrative:
Internal complaint reference:(B)(4).